Event description:
It was reported that the catheter was unable to pace from the beginning. External pacemaker and lead wire were changed but it did not solve the problem. Another catheter was used and the problem was solved. There were no pt complications reported.

Manufacturer narrative:
Device not returned.